Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 300 mg/dl. Customer took a bolus and her blood glucose went up to mid-400 mg/dl. Customer changed the set and reservoir, an hour later she was at 590 mg/dl something. Customer keep treating it with sugar tablet and sugar came down to 120 mg/dl. Customer also got low blood glucose. Customer's low blood glucose was unknown. The customer was offered to troubleshoot for low and high blood glucose but declined. Customer was advised that we are sending two sets and reservoir replacement.